Event description:
It was reported that the wake button was sticking. Customer's blood glucose level was 52 mg/dl. Customer consumed carbohydrates to address bg level. Replacement pump was sent to customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.